Event description:
New information noted that the device was able to pair and transmission was sent on (B)(6) 2019.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor could not be communicated with the application on the patient's phone. No additional information was reported.